Manufacturer narrative:
Customer claims discrepant results - inratio high. Root cause analysis: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: set 1: meter-inr: 5.2, lab-inr: 3.9, mean: 4.55, confidence-limits: 2.6-6.9. Set 2: 5.1, 3.5, 4.3, 2.5-6.5. The means of the inratio meter and comparative system inrs were calculated. The inr values for both sets of data are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product strip accuracy testing is not required. Timing - not given. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: set 1: meter-inr: 5.2, lab-inr: 3.9. Set 2: 5.1, 3.5.